Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated insulin pump exposed to moisture. Customer stated battery compartment and spring was not damaged or corroded. Customer stated that contact on battery cap was not missed or damage. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion and mold just about everywhere on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.